Event description:
Event description guidant received information that this chronic transvenous defibrillation lead was removed from service due to a fracture commonly seen with the long pin endotak leads.